Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Analysis summary: - upon reception, the returned smart ECG was tested and the reported behavior could not reproduced: the smart ECG could be successfully paired with a reference smarttouch tablet using bluetooth communication. - based on available data, no anomaly is suspected on the subject smart ECG. - the smart ECG will follow the normal repair workflow and will be sent back to the field.

Event description:
Reportedly, the smart ECG could not communicate in bluetooth with a smarttouch tablet.